Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2020.

Event description:
It was reported that the patients lead had high impedances. It was noted that the patient was not experiencing any stimulation issues. The patient underwent an explant procedure. The explanted linear lead was not returned. No further information has been obtained despite good faith efforts.